Event description:
Meter name: one touch basic enhanced. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: "minor headache and foot is throbbing". The pt reportedly was unable to test on the meter. The meter allegedly was not powering on. There was no result obtained on the pt's meter. There was a result of 121 (units not specified) documented. The source of this result was unk. There was no result documented from any other source. There was no comparison between the pt's meter and any other meter. There was no treatment. The pt replaced the batteries. No further info has been reported.